Event description:
It was reported that the pulse generator exhibited high current drain in 2005. The high current drain was resolved and the device was later replaced due to regular elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the reported high current drain was due to a defective integrated circuit.